Manufacturer narrative:
Block e1: initial reporter address 1. (B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact was not severed. Setscrew marks were in the correct location on the terminal pin. Inner coil (cathode) measured as an electrical open consistent with an inner coil fracture. A stylet insertion test failed likely due to a necked down inner coil near the terminal pin. X-ray showed an inner coil fracture near the terminal pin, the damage was indicative of helix extension/retraction difficulty. Helix mechanism could not be tested due to fractured inner coil. The lead tip appeared intact and undamaged. Laboratory analysis did not confirm the dislodgement legation. However, the returns lead analysis showed a fracture in the lead based on failed continuity test and x-ray observation of a fractured inner coil near the terminal pin.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead experienced chest pain several days prior to check up. Furthermore, the patient also reported of having difficulty in breathing the night prior. Lead measurements showed high thresholds. A chest x-ray was performed but the results did not indicate and issue. Additional information indicated that the lead had possibly dislodged. The lead was attempted to be repositioned several times but was unsuccessful. The lead was then explanted. The patient's symptom of pain was relieved after the lead was removed. No additional adverse patient effects were reported.